Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent lumbar fusion at s1. Post -op, the screw was broken at s1. Patient complained that the squeeking noises in back began few months after the initial surgery. Revision surgery was performed to explant the broken screws. No any fragments were remained in patient in this event.